Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and was unable to duplicate the error. The pump was replaced to address the issue.